Manufacturer narrative:
An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient had a loose cup revised to a tritanium 68 mm with mdm liner and biolox head.

Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was not confirmed. Device evaluation could not be performed as the reported device was not returned. A medical review was not performed because insufficient information was provided. Device history review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that patient had a loose cup revised to a tritanium 68 mm with mdm liner and biolox head.